Manufacturer narrative:
Result: no product malfunction; issue with electrical outlet in room.

Event description:
It was reported via repair work order that the bed had no power as the wall outlet was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.